Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Surgeon has reported all screws are broken on a variax elbow plate post op. No details were provided at the time but they can be obtained from his secretary once he has time to look up the info.